Event description:
In 2002, dr described the air injection and reported the root cause had been determined to be error by the technician. An empty syringe was left in the injector and the next user didn't check, assuming it was a new prefilled syringe. Patient was injected with a small amount of air.